Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: "the extension line (distal) separated at the level of the hub.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the extension line (distal) separated at the level of the hub.

Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the catheter extension lines. Visual analysis of the returned sample revealed that the distal extension was separated from its hub. Microscopic examination revealed the point of separation was jagged and rough indicating that undue force caused or contributed to this event. Additionally, a portion of the extension line was observed inside the distal luer hub. The distal extension line from the point of separation to the juncture hub measured 85mm, which is consistent with the nominal value of 85mm per the catheter graphic. The extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the distal extrusion graphic. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the distal extrusion graphic. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer hub was detached from the extension line. The fractured surfaces appeared rough and jagged, which is damage consistently seen when undue force causes the breakage. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional use error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the extension line (distal) separated at the level of the hub.